Manufacturer narrative:
UDI: n/a as this product is a bulk unit. Implanted date: device was not implanted. Explanted date: device was not explanted. Occupation - chief perfusionist. PMA/510(k) - k130520 the provided image showed that red foam was flowing out from the gas-out side. Review of the manufacturing history record and the shipping inspection record of the actual sample confirmed that there was not any anomaly in them. A search of the complaint file found no other similar report for the involved product code/lot number combination. Based on the investigation results, no anomalies were found in the manufacturing related records. In this case, since the actual sample was not returned, analysis of it could not be performed, the cause of occurrence could not be clarified. Relevant IFU reference: "do not use an oxygenator and reservoir that leaks. Replace it with another capiox fx25 oxygenator and reservoir. (B. Priming procedure warnings)" (B)(4).

Event description:
The user facility reported that during the case, a fiber leakage had occurred with the capiox fx25 device involved. The case could be completed without exchange of the oxygenator. The performance was not affected. There was no patient injury/medical or surgical intervention required. The procedure was completed successfully. The final patient impact was not harmed. The event occurred intra-operative.